Event description:
Using an ipsilateral approach, the physician inserted a 6f sheath in the left groin and advanced a boston scientific 0.014" thruway guide wire into the distal sfa through the 6x40mm smart stent in the proximal sfa and the two 6x120mm smart overlapping stents in the mid-distal sfa. The entire sfa from bifurcation through the proximal popliteal (pop) was initially ballooned with a boston scientific charger pta and had sub-optimal result. A 6x100mm angiosculpt device was inserted and inflated sequentially from distal pop to sfa bifurcation. Four total inflations were performed at 10 atmospheres (atm) and roughly one minute for each inflation. No angiographic issues were observed with the angiosculpt device on either of the four inflations. When the device was attempted to be take out of the 6f sheath, it was getting hung up at the distal portion of the balloon. The angiosculpt device was successfully extracted and was noticed that the proximal portion of the wires were bound up. The case was completed with several long segment viabahn stents. No adverse patient outcome reported.

Manufacturer narrative:
The physician had to rewire the lesion, which resulted in prolongation of the case. No clinical injury was reported by the physician. The angiosculpt device was returned for lab analysis. Visual examination confirmed a damaged distal bond with two ring segments lifted. The scoring element struts also appeared lifted at the distal portion of the device. It is possible that the distal portion of the angiosculpt device could have gotten caught on the overlapping 6x120mm smart stents in the mid-distal sfa or the 6x40 smart stent in the proximal sfa during removal from the patient through the 6f sheath.